Event description:
It was reported "over the past 3 days we have had 2 patients with dvt diagnosed post PICC placement." No other information was provided. This report addresses the second patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.